Event description:
It was reported that the implant in tooth site #19 was removed due to fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay a correction to the initial submission report 0002023141-2022-03214 submitted on december 22, 2022. Correction: the initial MFR report, 0002023141-2022-03214 is a duplicate of MFR report, 0002023141-2022-03213. No further reports will be submitted for this event.

Event description:
This supplemental mw is being submitted to retract the initial mw due to duplicate report, 0002023141-2022-03213.